Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicates that the patient was unstable prior to the procedure and had preexisting conditions of coronary heart disease and hypertension. That the pericardial effusion was suspected in the patient at the beginning of the implantation. And the patient subsequently passed away on (B)(6) 2021. There patients passing was unrelated to the abbott device.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 20mm amplatzer p.I. Muscular vsd occluder was selected for implant. During the implant procedure, while the device was being deployed, the device waist and right disc presented in a cobra deformation. The device wasn't implanted and was replaced with a 22mm amplatzer p.I. Muscular vsd occluder to resolve the event. The event was extended longer than is clinically significant and the patient was hemodynamically unstable due to pericardial effusion. No additional information was provided.

Manufacturer narrative:
Additional information: g3, h2, h6, h10. An event of deformity of device upon deployment and patient death unrelated to the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.